Event description:
In 2009, the pt reported that her blood glucose was elevated to 522 mg/dl and she felt nauseous. Her normal blood glucose range is 110-175 mg/dl. She received an e4 (occlusion) error while attempting to bolus 10 units of insulin. The infusion set had been in use for 3 days. To troubleshoot, the pt was instructed to disconnect from the infusion site and she was able to bolus through the infusion tubing without error. She was advised to change the infusion site and she was able to bolus without error. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.